Event description:
The customer reported the ventilator alarmed during normal ventilation operation due to a vent inop pressure regulation high occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the customer contacted manufacturers product support engineer (pse). The pse advised the customer to complete performance verification testing and evaluate the motor controller pcb and data acquisition pcb boards for replacement. Attempts to contact the customer for repair information have been unsuccessful.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer repair; no info on repair results from customer.